Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
Per report, during a transeptal procedure, there was difficulties crossing the septostomy and the valve moved distally on the balloon. The devices were surgically removed to prevent an injury. The commander delivery system was inserted into right femoral vein followed by successful valve alignment. During tracking to left atrium the valve got caught in the transseptal (ts) puncture and was not able to cross the septum. The physician then tried to pull the system back into the inferior vena cava (ivc) so that he could repeat the balloon septostomy to help with the crossing. But during this maneuver the valve migrated distally on the balloon and the physician was not able to pull the valve back on balloon. There was some discussion about using a snare to try and help get valve back on balloon so that the system could be retrieved, but the physician decided that he wanted to do a controlled vascular cut down instead to retrieve the valve and delivery system. A vascular surgeon was called to perform the cut down and the valve and commander ds were retrieved successfully. It was also appreciated that the reason for not being able to cross the septum with the system may have been the location of the transseptal puncture which was more inferior and anterior than recommended. A second ts puncture was made in a mid-fossa location followed by a balloon septostomy with a 14mm balloon. A second valve was crimped onto a new commander delivery system. The second system was able to successfully cross the septum and the valve was successfully deployed.  Final result was no mitral regurgitation (mr) and no pvl with a well-functioning valve. Patient remained stable throughout the procedure and end result was good.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The following was noted upon visual inspection: the balloon shaft was kinked. However this likely occurred during packaging/shipping as it was not noted that the balloon shaft was damaged prior to being returned for evaluation. Compression on flex shaft. During functional testing the balloon was able to be pulled to and locked at the warning marker, and full fine adjust was able to be used. During dimensional analysis, the outer diameter (od) of the flex tip was measured and found to be within specifications.  Review of history for lot 60617034 revealed no similar complaints.  A review of the complaint history from march 2017 to february 2018 was performed and no other returned complaints similar to the reported event was found.  Review of the IFU and training manuals revealed no deficiencies. During manufacturing the balloons undergo 100% dimensional inspection for working length, balloon diameter, proximal and distal leg inner diameter, proximal leg outer diameter, and double wall thickness. The balloons undergo 100 % visual inspections for mechanical damage, deformation, and other visual defects. The flex tip od is dimensionally inspected.  After balloon pleat and folding, the balloon is inspected for size, visual defects and distorted/pinched folds.  Tests are performed to for the flex deflection angle and flex gap distance inspections. During final inspection, the fine adjust functionality is inspected and the entire device is inspected for missing components, incorrect assembly, device damage (e.g. Kinks, cuts), or inflation and crimp balloon distorted/pinched folds. Additionally, the device lot underwent functional product verification (pv) testing using sample devices. The sample devices were inspected for visual defects (kinks, cracks, missing or loose components, etc.) And functional testing, including: fine adjust functionality, delivery system and flex shaft articulation on a glass aortic model, flex and balloon fatigue and burst pressure tests. All sample units from this complaint lot passed pv testing. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event.  The complaints for delivery system tracking difficulty and valve movement on balloon were unable to be confirmed as procedural imagery was not provided. A review of the DHR, lot history, complaint history and manufacturing process revealed no indication that a manufacturing non-conformance contributed to the event. Per report, ¿during tracking to left atrium the valve got caught in the transseptal (ts) puncture and was not able to cross the septum. The physician then tried to pull the system back into the inferior vena cava (ivc)¿but during this maneuver the valve migrated distally on the balloon.¿ if the valve was caught during advancement through the septum and the delivery system was pulled proximally while the valve was stuck, the balloon can slip under the valve and cause the valve to migrate distally on the delivery system, resulting in the reported valve movement. As a result, available information suggests procedural factors contributed to this complaint. Furthermore, the complaint description also notes ¿the reason for not being able to cross the septum with the system may have been the location of the transseptal puncture which was more inferior and anterior than recommended.¿ if the transseptal puncture was more inferior and anterior than recommended, it could have created a more difficulty pathway for the delivery system to cross, which could result in the reported tracking difficulty. In addition, it was noted that ¿a second ts puncture was made in a midfossa location followed by a balloon septostomy with a 14mm balloon¿ and a second delivery system was able to successfully cross the septum using the new pathway. As a result, available information suggests that procedural factors may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  It should be noted that in this case a surgical cut down was performed and the valve was successfully removed. The complaints were unable to be confirmed.  No manufacturing non-conformities were found in the returned sample. Available information suggests that procedural factors may have contributed to the event.   No labeling or IFU inadequacies have been identified.  Review of complaint history revealed that the occurrence rate did not exceed the february 2018 control limit for the applicable trend categories.  Therefore, no corrective or preventative action is required at this time.